Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty alternating current inlet of power supply damage. In addition, a worn-out socket, olympus lamp life meter reading over 500+hours, and lamp life expiration were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that an electrical issue with the alternating current plate was noted with the evis exera ii xenon light source. During a standard service inspection of the customer returned device, a faulty alternating current inlet power supply damage was observed. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty alternating current inlet power supply could not be determined. Olympus will continue to monitor field performance for this device.